Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report (mw5147002) indicated that the patient experienced numerous floaters in their vision, significantly impairing their ability to see, particularly in bright or natural light. This condition caused considerable discomfort and distress in the patient's eye following lasik surgery. The individual struggled to come to terms with the fact that they had willingly chosen to undergo a procedure that resulted in a lifelong impairment of their vision.

Manufacturer narrative:
Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).